Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture evident behind display lens. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed in thread area and below grip pad. Por event associated with the clearing of a cs 088 watchdog error observed in black box on 3/14/2015. The pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during the investigation. The pump case cracked in right hand corner of display area. Leak test shows leak at crack in pump case. Removed pump case and there was evidence of moisture contamination inside pump on watchdog processor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.